Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Pump interrogation indicated that the pump was delivering fentanyl (16,000 mcg/ml at 7,697 mcg/day) and dilaudid (30 mg/ml at 14.431 mg/day).

Event description:
The pump was returned when it was replaced. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.